Event description:
It was reported that the device delivered inappropriate therapy during an avnrt. The rep did not know if the patient was symptomatic. The episodes were noted on merlin.net. Reprogramming changes were recommended.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward. (B)(6).